Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a service ventilator error code was discovered in the device's event log. The device's internal battery was replaced to address the issue. Additional findings not related to the issue include missing feet were replaced.